Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1.0ml 31g 6mm s/c u-100 relion came with a mix of product types. This was discovered during use. The following information was provided by the initial reporter: material no. 328519 batch no. 0027938. It was reported that there was mixed product in the box. Verbatim: consumer reported that she purchased a box of 1ml, 31g, 6mm syringes and inside of the box was one sealed bag of 3/10ml, 31g, 6mm syringes.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/19/2020. H.6. Investigation: customer returned (10) 3/10cc, 6mm, 31g relion syringes in an open poly bag from lot # 0006877. Customer states that she purchased a box of 1ml, 31g, 6mm syringes and inside of the box was one sealed bag of 3/10ml, 31g, 6mm syringes and the lot number (0006877) and product description on the incorrect bag are different from the other 9 bags of syringes. All returned syringes were examined and all were observed to be 3/10cc, 6mm, 31g relion syringes, as stated on the returned poly bag. This issue cannot be confirmed as the poly bag was opened and it is difficult to determine if the returned poly bag was packaged with the product reported by the customer. A review of the device history record was completed for batch # 0027938. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that syringe 1.0ml 31g 6mm s/c u-100 relion came with a mix of product types. This was discovered during use. The following information was provided by the initial reporter: material no. 328519 batch no. 0027938. It was reported that there was mixed product in the box. Verbatim: consumer reported that she purchased a box of 1ml, 31g, 6mm syringes and inside of the box was one sealed bag of 3/10ml, 31g, 6mm syringes.